Event description:
It was reported that the customer was hospitalized after being involved in a car accident. It was stated that the customer's blood glucose was 47 mg/dl at the scene. It was stated that the customer had been using the insulin pump only for the basal rates, and was giving manual injections for his corrections. It was stated that he may have given himself too much insulin. The caller did not feel that the event was insulin pump related, and declined troubleshooting. The caller did state that the insulin pump was severely scratched due to the accident. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a severely scratched display window, cracked case at display window corner, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.